Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty and reports patient allegations of pain, and elevated metal ions levels. Review of invoice history confirms the initial hip arthroplasty procedures occurred on (B)(6) 2007 and (B)(6) 2008. Subsequently, patient underwent bilateral revision procedures on september 16, 2011 and other hip on (B)(6) 2012. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain" and "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions."

Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty and reports patient allegations of pain, and elevated metal ions levels. Review of invoice history confirms the initial hip arthroplasty procedures occurred on (B)(6) 2007 and (B)(6) 2008. Subsequently, patient underwent bilateral revision procedures on (B)(6) 2011 and other hip on (B)(6) 2012. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip arthroplasty on (B)(6) 2007 and a left hip revision procedure on (B)(6) 2012 due to pain. Revision operative report noted the posterior capsule and rotators were avulsed and retracted due to dislocations. The modular head and taper adapter were removed and replaced with an active articulation head. Operative report further noted patient underwent a right hip arthroplasty on (B)(6) 2008 and a right hip revision procedure on (B)(6) 2011 due to pain. Revision operative report noted the presence of fluid, soft tissue hemosiderin disposition, and contracted rotators due to instability. The modular head and taper adapter were removed and replaced with an active articulation head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 4 mdrs filed for this patient (reference 1825034-2012-02601 / 02605). The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.